Manufacturer narrative:
Cloud data from the user for the period of 25dec2024-11mar2025 was downloaded and reviewed. Review of the cloud data found that a controller of serial number (B)(6) was used until 25dec2024. The last basal program used on this controller was 0.6 u per hour for 24 hours. The controller serial number in use changed to (B)(6) on 27dec2024 and the controller was setup with a basal program of 2.2 u per hour for 24 hours. This basal program resulted in an initial total daily insulin (tdi) of 105 u per day. By the date of occurrence (11mar2025) the tdi had decreased to 35 u per day. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system was correctly delivering the 2.2 u per hour basal program regardless of the estimated glucose values received. Periods of manual insulin delivery suspension were observed during the period of review. The data confirmed that no insulin was being delivered during there suspension periods, as the total pulses delivered count tracked by the pod did not increase during these suspension periods. The cloud data showed that the manual basal program was changed to 0.8 u per hour for 24 hours at 16:21 on 11mar2025. No evidence of issues with insulin delivery was observed in the available cloud data. It could not be conclusively determined if the basal program of 2.2 u per hour for 24 hours was incorrectly or unintentionally programmed by the user during setup. The exact cause of the reported incorrect settings could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.

Event description:
A patient reports while wearing a pod their blood glucose level had decreased to 50 mg/dl. The patient reports while at a doctors appointment they had lost consciousness. The patients doctor assisted in the application of a new pod and also corrected their controller settings as they were incorrect.